Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant procedure, the pacemaker's set screw could not be tightened. The physician attempted to tighten it several times with no success. The device was replaced. Patient was stable.

Manufacturer narrative:
The reported inability to tighten the set screw was confirmed in the laboratory. The inability to tighten the setscrew was consistent with user related anomalies affecting the ability to tighten the setscrew properly.